Manufacturer narrative:
On (B)(6) 2015, a medtronic representative went to the site to test the system. Error logs confirmed the initial error was a message on the mobile view station (mvs) that navigation accuracy may be affected. A spin did not occur. This was an intermittent symptom. During troubleshooting, an error relating to frame rate errors happened during 2d imaging. A damaged bulkhead connector was replaced, but this did not resolve the issue. The mobile view station (mvs) interconnect cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The software investigation involved analysis of the error logs for the case. The logs pointed to loss of navigation during 3d imaging and frame loss during 2d imaging, suggesting a hardware failure. The mobile view station (mvs) interface cable assembly was returned to the manufacturer for analysis, and an electrical failure mode was confirmed during testing. Cable passed 100t test, but failed bench gbit test. Continuity testing revealed the wires had separated from the lemo connector for both pins 4 and 8. The outer cable insulation was in poor condition and was too yellow to be reworked. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the imaging system displayed an error message to indicate there was an issue that could cause navigational accuracy to be affected, and it would not take a 3d spin. The first ap, lateral, and navigated spins were successful; however, the error message appeared while attempting a second spin. After re-starting the system, they were able to take a navigated spin. The surgeon was able to complete the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.